Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that they were going through 2-3 pads a day and the issue began probably last week. During the call, the agent walked the patient through connecting to their implant and the patient got the message, 'maximum settings reached' around 0.4 ma. The patient switched to a new program and increased the stimulation to 0.4 ma, but got the 'maximum settings reached' message again. The patient chose another new program and got the 'max settings' message at 0.3 ma. The patient denied any recent trauma to the area or any medical procedures/images. The patient did pass through courthouse security on (B)(6) 2024. The patient reported they could not feel stim at all. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.